Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 170 events were reported for this quarter. Product return status: 169 devices were evaluated in the field. 1 device was not available for evaluation. Additional information: 170 devices were not labeled for single-use. 170 devices were not reprocessed or reused.

Event description:
This report summarizes 170 malfunction events in which the device had paint chips missing. 170 events had no patient involvement; no patient impact.